Event description:
Customer reported an issue with the as3000 anesthesia system flow meter which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the flow meter.